Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a post-operative evaluation revealed screws loosening in the pubic symphysis construct. The decision was made to revise the construct. The revision procedure was completed without complication. This report is for one screw. This is report 1 of 4 for (B)(4).